Event description:
The customer reported that his olympus hd camera head was not producing an image during preparation for a transurethral resection procedure for a bladder tumor. According to the initial reporter, the intended procedure was completed using a spare device with no negative impacts to the patient.

Manufacturer narrative:
The device was returned. However, a device evaluation had not yet begun and the investigation is ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.